Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40s mg/dl. The customer did not mention any treatment and symptom related to low blood glucose level. The customer stated that the reservoir was able to lock in place and they could go through the low blood glucose level troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.